Event description:
This report summarizes 9 malfunction events in which the device reportedly had free or unrestricted flow. 6 events had patient involvement; no patient impact. 2 events had a cancelled/aborted surgical procedure. 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 9 previously reported events are included in this follow-up record. Product return status 6 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 9 malfunction events in which the device reportedly had free or unrestricted flow. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 6 events had patient involvement; no patient impact. - 2 events resulted in a cancelled/aborted surgical procedure.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 11 events were previously reported during the reporting quarter; however, - 2 events were reported in error. - 9 previously reported events are included in this follow-up record. Product return status 5 devices were received. 2 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 5 devices were received. 2 devices were not available for evaluation. 4 device investigation types have not yet been determined. Additional information 11 devices were labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device reportedly had free or unrestricted flow. 1 event had the problem identified before clinical use/exposure; there was no patient involvement. 6 events had patient involvement: no patient impact. 2 events resulted in a prolonged surgery. 2 events resulted in a cancelled/aborted surgical procedure.